Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the caresite leaked chemo during use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used caresite without packaging was connected to a 10ml bd 0.9% nacl syringe at the female threads and an unknown competitor extension set at the male threads was returned for evaluation. Visual examination of the caresite noted multiple vertical cracks on the female threads of the luer. The caresite was pressure tested with failing results as leakage was noted at the cracks on the female luer. The reported defect of leakage was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, a review of the batch history records for the reported lot number revealed no non-conformances or deviations during the manufacturing process or final inspections. Furthermore, five (5) retain samples were visually and physically tested per specification with passing results. Incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. However, while we are unable to determine the root cause of the reported incident and as a result of other issues of this nature, a stop ring was added to the caresite valve. It should be noted that this lot was manufactured prior to this valve change. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.